Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during a surgical procedure at the user facility, the aseptic battery housing opened and it appeared the o-ring was coming out of the lid. The housing opening can expose the non-sterile battery to the sterile field, but that was not reported in this incident. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the aseptic battery housing opened and it appeared the o-ring was coming out of the lid. The housing opening can expose the non-sterile battery to the sterile field, but that was not reported in this incident. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.